Event description:
The patient contacted animas on (B)(6) 2012, stating that a crack was noticed near the battery compartment. The patient claimed to have swum with the pump. It was reported that after the patient finished swimming with the pump all of the keypad buttons became unresponsive. It was alleged that moisture was found in the battery compartment and the battery was dried and reinserted. The keypad was reportedly intact and not damaged in any way. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)